Manufacturer narrative:
Siemens healthcare diagnostics investigated this event. There is no expectation that the siemens atellica im cov2t assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (pre seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients. Results should always be interpreted in conjunction with the patient's medical history, clinical presentation and other findings. The limitation section of the atellica im cov2t instructions for use: "a nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." "Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." Based on the information provided, no product non-conformance was identified. No further evaluation of the device is required. A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). MDR 1219913-2021-00086 was filed for test date (B)(6) 2021 cov2t results. MDR 1219913-2021-00088 was filed for test date (B)(6) 2021 cov2t results. MDR 1219913-2021-00089 was filed for test date (B)(6) 2021 cov2g results.

Event description:
A customer obtained a nonreactive (negative) atellica im sars-cov-2 total (cov2t) result for a patient sample. The initial nonreactive (negative) result was considered discordant when compared to the positive covid igg result from an alternate method. The sample was also tested on a second alternate method and the result was positive for covid total. The patient sample was repeated on the atellica im for cov2t and the result was nonreactive (negative). The customer was requested to test the sample on the atellica im for cov2g and cov2t. Both the results were nonreactive (negative). The customer reported the covid total alternate method positive result. There are no known reports of patient intervention or adverse health consequences due to the discordant atellica im cov2t results.